Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d5, g2 and h8. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the indicated phenomenon occurred due to a defective contact point of the video connector on the processor side of the combined product. Noise was generated due to a defective video connector contact at the time of inspection for repair estimate. The video connector has not been replaced since it¿s manufacture date. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image was blacked out. There was no report of patient injury associated with the event. The event date was unknown.